Event description:
Failed total knee prosthesis after approx 5 yrs. Findings in or was the retropatellar surface was deteriorating in central medial region. No exposed metal on patellar component, but area which polyethylene fractured was circumferential and about one cm in diameter. Similar type of deterioration in tibial component medially. The physician's office did not have the device data and the prosthesis was put in at a different hosp.